Manufacturer narrative:
Updated block: h6. The reported complaint could not be confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) could not duplicate the reported complaint. The system battery status was green upon arrival. The batteries were tested, and the power supplies were checked which were within specification. The fsr review the logs, and everything was as expected. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb), the heart lung machine (hlm) the batteries were charging but the light was red. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.